Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ tip syringe plunger was difficult to move when injecting testosterone. The following information was provided by the initial reporter: "used 18g needle and 1 ml syringe to draw up 0.3ml of testosterone for 1 patient. Pulled back medication before removing 18g needle. Switched needle to 23g needle and attempted to push up plunger to meet the correct 0.3ml dose. Plunger resisted high force. Kept going back and forth with pushing and pulling to see if the syringe would let up. Could not safely administer im injection because of the force it took to push the plunger. Could have caused harm to patient. Tried again the same method and the same experience happened with supplies. Was able to try one last time and get all new supplies, this time plunger was able to smoothly be pushed for a safe injection. Additional info from customer: (21-aug-2023). -is there any adverse event or serious injury happened? "No".